Event description:
It was reported that (1) sw110 was used during an laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon passed the needle through loop, pulled tight on suture at 90 degree angle and depressed lever. The knot deployed. After knot was placed the suture pulled completely out like a slip knot. The situation ccurred three times and the surgeon completed the case with extracorporeal ties. There was no consequence to pt.